Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only. Humalog and novolog insulin were tested and found to be safe for use in the t:slim pump for up to 48 and 72 hours, respectively. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms and a malfunction 4 alarm. The customer's blood glucose (bg) level was 505 mg/dl and an insulin injection was administered to address the bg level. The customer reported to have been reusing supplies and had used them for approximately 6 days. The customer was to use insulin injections for diabetes management.

Manufacturer narrative:
Device investigation found no device issue related to the reported occlusion.